Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. (B)(4) method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -16.5/+2.0/107 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.